Event description:
It was reported that the customer's insulin pump was continuously beeping. Customer's blood glucose was 377 mg/dl. He stopped using the insulin pump and treated for high blood glucose. After replacing the battery, the customer stated the insulin pump became stuck when he pressed a button while trying to set time and date. Customer further reported after four minutes of being stuck, it began to alarm again. He was unable to clear the alarm. Removing the battery for five minutes did not resolve the issue. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. The insulin pump had intermittent button response due to light moisture damage and corrosion to the keypad traces. No audio anomaly was noted. No frozen display was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.